Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the mobile system within 10 minutes: 12.9 mmol/l and 30.6 mmol/l. No adverse event reported. The test strip lot number was not provided. The test strips are not expected to be returned for product evaluation.